Event description:
It was reported that an ilet could not be powered on after being turned off for an extended period; when placed on the charging pad the indicator illuminated, but the device would not wake or start despite use of multiple outlets and the wake button, and a replacement was provided. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no medical intervention. Investigation included review of the complaint history, customer interview, and troubleshooting guidance. Investigation of this device revealed a device power/charging malfunction associated with the charger and power control/power-on function, with no alerts or alarms reported and resolution through replacement. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or mechanical device malfunction of the power subsystem.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.